Event description:
After post-dilation of the carotid stent, the physician noticed that the blood flow stopped because the filter basket was clogged with debris. The filter basket was suctioned, and 350ml of blood was removed. The patient is a male with history of serious pulmonary disease, and a complication of hypertension. The target lesion was right internal carotid artery. There was mild vessel tortuosity and an 83% stenosis. The lesion was more than 50% calcified. The lesion was atherothrombotic. Access made from right femoral artery. The angioguard crossed the lesion without difficulty. The lesion was pre-dilated with an 3.5mm balloon (brand unknown) and a precise stent was successfully placed at the lesion. Post-dilatation was performed with a 4.5mm balloon (brand unknown). After post-dilatation, the physician noticed that the blood flow had stopped. This was because the filter was clogged with debris. The filter basket was suctioned, and 350ml of blood was removed. The flow recovered, and the angioguard was retrieved. There was no neurological symptoms at any point of the procedure, and there is no after effect to the patient. The procedure was completed successfully, and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.